Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No empty reservoir alarm noted during testing. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer stated that they are able to rewind the insulin pump. Customer also mentioned receiving a no delivery alarm. Customer's blood glucose reading at the time of the call was 16 mmol/l and has treated with the insulin pump and food. No further information reported.